Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged stylet was confirmed but the root cause could not be determined. The product returned for evaluation was one 4fr sl powerpicc catheter w/ t-lock assembly and 3cg stylet. A gross visual inspection of the returned unit found that multiple bends were present on the catheter tubing and on the core wire of the stylet. No use residues were observed throughout the unit, but the stylet was returned already partially retracted through the t-lock septum, suggesting that the device had seen some use but had not been inserted into a patient. The t-lock assembly and core wire were decoupled from the catheter. Upon decoupling, the bends in the catheter tubing disappeared, indicating that the bend was only on the stylet. Further inspection of the stylet, after decoupling, found that multiple bends in a wave pattern were present in the stylet core wire across approximately 40 cm of the core wire. The wave pattern had a roughly consistent wave length and height, suggesting that the deformation was caused by a repetitive action from a single source. Microscopic inspection of the returned unit found shearing of the catheter tubing between the 10 cm and 38 cm depth markers. The long stretches of damage in both the catheter tubing and core wire potentially suggested that the damage to the components may have occurred after the stylet had been coupled with the catheter. A similar non-complainant unit was taken and manipulated to attempt to replicate the wave like pattern observed in the returned unit. However, none of the testing conducted was able to replicate the pattern. Based on the available material for review, the complaint is confirmed but there is insufficient evidence to identify the root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported guidewire noted to be difficult to remove and replace in line prior to placement in patient.  Upon removal, guidewire curled like a ribbon and made the line unusable. Patient's skin was shredded. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.